Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the video system center the image was not consistent, the image flickered. The fse suspects that this was due to a damaged cable. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The serial digital interface cable running to the monitor on the equipment boom was causing the image to flicker because it was damaged and needed to be replaced. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.